Event description:
At a later date, the rv lead was returned for laboratory analysis.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed into two segments approximately 18 cm from the terminal pin. A setscrew marks were noted on both the terminal pin and terminal ring. Resistance and pressure tests were completed on each segment to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to confirm the reported clinical observations of oversensing and insulation abrasion. Detailed analysis of each returned segment did not reveal any abnormalities.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead experienced syncope and was hospitalized in (B)(6) 2014 as a result. No issues were found and she was referred to her following physician for a holter monitor. The patient still complained of occasional dizziness. A holter monitor was performed and the physician noted that there were pauses in pacing for more than two seconds. The physician then interrogated the pacemaker and observed oversensing of non-ventricular signals. It was also noted that the automatic capture feature was in suspension and the pacing outputs were at 5 volts. In addition, the rv lead¿s polarity had been changed to unipolar. Both the pacing threshold and impedance measurements appeared to be in normal range and stable. A chest x-ray was performed and the lead did not appear to be dislodged. The physician suspects an insulation issue with this rv lead and the patient was hospitalized so that a lead revision could be performed in the following days. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that this rv lead was cut and surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). At this time, no additional information is available. Once any additional information becomes available, this report will be updated.

Event description:
--